Manufacturer narrative:
The device history record was reviewed, and all mfg operations were found to be within specification. A review of the lot history revealed it was the only complaint for this lot. I-flow received one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the normal fill volume of 400ml and infusion was verified. A flow rate accuracy test was performed and all three catheters infused within specification. Product complaint is not confirmed for fast flow.

Event description:
(Drug/diluent: ropivacaine 0.375%). (Procedure: rib fracture). Pump infusion within 48 hours. Fill volume 400ml and flow rate 2ml/hr. No adverse event occurred. Date of event: (B)(6) 2008. Per dfu: labeled fill volume: 400ml and labeled flow rate: 6ml/hr.